Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: the pump alarm history revealed a low battery warning on (B)(6) 2018 and replace battery alarm occurred (B)(6) 2018. On investigation, a low battery warning was forced and the pump appropriately alarmed with a low battery warning. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 21 mmol/l with large urinary ketones. The patient was reportedly hospitalized at (B)(6) hospital and was treated for hyperglycemia with insulin via injection and intravenous fluids. The patient reportedly discontinued insulin pump therapy. The reporter alleged the insulin pump had not provided low battery warnings between (B)(6) 2018 and (B)(6) 2018 at 01:48. The patient reportedly did not receive any insulin delivery from the pump from 01:48 to 07:20 on (B)(6) 2018 due to the pump having no power without any alarms or warnings of battery life depletion prior to the pump powering off. The patient¿s insulin pump was replaced for lack of low battery alarms. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue with the pump.